Event description:
It was reported patient was unable to charge the system because the charger had a wire melted. A replacement charger was sent to patient to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A case of charger has a wire melted, and they cannot use charger anymore was reported to abbott. A replacement charger was sent to patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.